Manufacturer narrative:
Additional manufacturer narrative: prosthetic valve endocarditis (pve) is a serious complication of cardiac valve replacement despite improvements in prostheses types, surgical techniques, and infection control measures. Pve is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Based on the information received the root cause of the endocarditis is most likely due to patient related factors/conditions and is not related to device malfunction.

Event description:
Through follow up with healthcare provider, it was learned the 21mm aortic valve was explanted due to prosthetic aortic valve endocarditis. Patient had no known positive blood cultures; however, on echocardiography noted partial dehiscence of aortic valve with severe perivalvular leak. The patient's aortic valve had evidence of endocarditic involvement with dehiscence of the valve at the noncoronary sinus. This was associated with a perivalvular abscess. The explanted device was replaced with a 19mm aortic pericardial valve. The patient also underwent mitral valve replacement with a 25mm mitral pericardial valve and tricuspid valve repair with a 26mm annuloplasty ring during the procedure. Patient was discharged on post operative day 49.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Without return of the device or additional information the cause of the event cannot be determined and clinical observation cannot be confirmed. If additional information is received a supplemental MDR will be submitted. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. Edwards received information a 21mm bioprosthetic aortic valve, implanted one year, two months, was explanted due to unknown reasons. The explanted device was replaced with a 19mm aortic valve. No additional information was provided.